Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the bending section cover (a-rubber). A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the bending section cover rubber was perforated, the distal end insulation was out of standard values, the light guide lens was cracked, the charged coupled device cover lens was cracked, the bending section cover rubber glues was worn out, the connecting tube was pinched and snaky, keytop 1 was cut the universal cord was wrinkled, the plug unit contacts were dented, and an annual preventive maintenance of the biopsy channel and keytop 1 was needed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the colonovideoscope had an insufflation problem. It is unknown when the issue was observed, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the nozzle is clogged by a solid black plastic material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.